Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
The patient reported that her blood glucose reached 372mg/dl while wearing the pod on her arm for longer than 48 hours. She continued to bolus using the omnipod system and got her levels down some, but not enough so she decided to remove the pod and manually inject. This got her levels down to somewhere in the 200's mg/dl. She started to get sick and went to hospital. The patient was diagnosed with diabetic ketoacidosis and was in the intensive care unit for some time while in the hospital. Treatment included IV drips and insulin drips. She was also given medication for headaches, but did not know the name. Changes were made to the patient's insulin doses and pdm settings, she did not remember what the changes were. A new pod was placed after getting out of the hospital. The patient's blood glucose history is as follows: (B)(6).